Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller mentioned that they went into the neurologists friday and had the ins¿ checked, but when they had the ins¿ checked the day of the call an oor message was showing up on the programmer. The caller mentioned they were able to navigate past the screen and confirmed that the ins still indicated on/ok. The caller mentioned the patient had an open circuit and wondered if that may effect the oor message. The caller mentioned both neurologist and neurosurgeon were aware of an open circuit. The caller mentioned that the hcp didn¿t change the wires or connections, they just changed the contacts they were suing and stated it was resolved by changing the contacts used. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported 2-3 times the rep tried to use the patient controller and oor was displayed but was able to clear the message to turn stim off with the patient controller. It was noted this was an ongoing issue for a couple of years. The patient was continuing to get the appropriate therapy. Impedance checks in various head positions did not give any impedance issues.